Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer. The manufacturer reported: "visual, dimensional and functional inspection could not be conducted as no physical complaint sample was returned for investigation. The device lot number was not provided; therefore, a DHR review could not be conducted. Further investigation could not be conducted without the returned sample. Thus, this complaint could not be confirmed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: "the endotracheal tubes are very stiff which causes airway injuries upon insertion, requiring the patient to be reintubated. The patient's current condition is reported as "fine". Associated MDR number 8040412-2024-00059.

Event description:
It was reported: "the endotracheal tubes are very stiff which causes airway injuries upon insertion, requiring the patient to be reintubated. The patient's current condition is reported as "fine". Associated MDR number 8040412-2024-00059.

Manufacturer narrative:
(B)(4).